Event description:
A us distributor reported that a patient's electrode belt was displaying a service code 204

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was confirmed there was an open wire in the trunk cable. The root cause for damaged belt was unable to be identified. There was no adverse event that resulted from the damaged belt.